Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament (ssl) fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached cleanly from the suture when the suture was thrown through the ligament. The needle was retained in the capio cage and the procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture on the blue dilator is broken and frayed from the break. Additional analysis revealed that the suture dart that was returned appears to be a polypropylene suture which does not belong to the uphold vaginal support system. The dart has a small amount of blue polypropylene suture attached to it and the suture appears cut. The capio suture capturing device was not returned. A capio slim suture capturing device was returned instead which is not part of the uphold vaginal support system kit. There is blood residue on the capio slim. There is no damage to the capio slim. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament (ssl) fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached cleanly from the suture when the suture was thrown through the ligament. The needle was retained in the capio cage and the procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.